Manufacturer narrative:
(B)(4). MFR #125292 was reported in error. Please disregard initial reporting of this event as this event has now been deemed non-reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device displayed replace sensor now. Data was provided for investigation. Confirmation of the complaint was confirmed via data. The probable cause could not be determined via data. Additionally signal loss greater than three hours was observed in the data. The reported event of a replace sensor now alert is reportable based on the finding of signal loss greater than three hours. No injury or medical intervention was reported.